Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys (B)(4) ii immunoassay results for two patient samples. Of the data provided, only the one of the patient samples was a reportable malfunction. The initial result was (B)(6) and the repeat result on (B)(6) 2017 was (B)(6). The initial result was reported outside the laboratory to the patient but was later corrected. There was no allegation of an adverse event. The reagent lot number was 218689. The expiration date was requested but was not provided. Review of the provided calibration data found it was low. The provided qc was acceptable.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Sample from the patient was not available for further testing. Typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.